Event description:
It was reported by service report that the head left siderail will not lock up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail locking pin.